Manufacturer narrative:
Infection - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2009-01368 and medwatch 2210968-2009-01369. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent an umbilical hernia repair procedure in 2009. The surgeon noted pain and redness a few days following the initial surgery. The patient experienced an infection causing the surgeon to remove the mesh. The patient has recovered.